Manufacturer narrative:
(B)(4). As per the subsidiary, the customer tried to reseat all cables and boards again but the same message displayed. After several attempts of cleaning the pins of the local area network / interface board (lan/if) and other recommendations from senior technical support specialist, the customer experienced the same situation. A replacement doc will be ordered and a technical support specialist will test it prior to shipping to ensure that it is in full working order. This complaint is related to (B)(4) / medwatch #1828100-2017-00272.

Event description:
It was reported that during the use of the device for a non-clinical activity, after replacement of the disk on chip (doc), the central control monitor (ccm) displayed in red ¿system computer needs service". There was no patient involvement.

Manufacturer narrative:
(B)(4). Per the manufacturer's subsidiary, the new disk on chip (doc) did not resolve the issue. The central control monitor (ccm) is still not working. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no occurrence of the "system computer needs service" message throughout the evaluation. Per customer request, the device was returned unrepaired and tagged as not for clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) did not test the disk-on-chip (doc) involved because there was a missing pin in it. The missing pin was the #32 power pin in which the doc won't function without it. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.